Event description:
S: patient came to pharmacy to get replacement cgm b: patient reported that he/they forgot to remove the cgm prior to the MRI and that he wore it during the procedure. Cgm was no longer working after MRI and needed replacement a: cgm 's should not be worn during MRI as these have metal components (needles) that go into the patients arm and could cause burning and or be a fire risk. R: replaced cgm for patient.